Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions for this event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Non-reproducible results were generated by the cobas 6000 e 601 module or the cobas 8000 e 602 module. The event involved a total of 2 patients tested for elecsys hgh. The patients' ages ranged from 56 - 64 years. There was 1 male and 1 female.